Event description:
It was reported that about three years ago the patient was at a clinic and getting a shock from her device. The manufacturer representative came out and was able to correct it. Five days later it was reported that the reporter did not remember the event or if he had ever even worked with the patient.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v015251, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v031485, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. (B)(4).